Manufacturer narrative:
Investigation results: the customer reported there was wasted milk (leaking) observed during priming prior to feeding. No patient injury/harm was reported. A device history record review was unable to be performed as the reported lot number was unknown. During trend review, a trend was not identified for this failure mode. One (1) used sample was returned for evaluation. Visual inspection and functional testing performed confirmed the reported failure of leak between the bag and tubing. The root cause is determined to be manufacturing/process related. A corrective action was initiated to replace the rf sealing machine. No further action is required at this time. This device issue will continue to be monitored and trended.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported there was wasted milk during priming process before feeding. Additional information provided by the customer on (B)(6) 2020 stated that the rn was priming the bag with the patient's milk and noticed leaking from the bottom pouch of the bag. They were unable to continue to prime and use the set. A new package was opened by the clinician to continue.